Event description:
It was reported that the patient presented to the emergency room due to not feeling well. An electrocardiogram showed a low intrinsic heart rate. The patient was also noted to be extremely hyperkalemic. All testing was within normal limits, and no oversensing was noted. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.